Event description:
It was reported to boston scientific corporation that a cre fixed wire dilatation balloon was used in the esophagus during an esophagogastroduodenoscopy (egd) with esophageal dilation procedure performed on an unknown date. During withdrawal, the balloon popped inside the patient at 18mm after a successful esophageal dilation. The procedure had already been completed with the original device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. (B)(4).

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block h6: device code a0402 captures the reportable event of balloon burst. Block h10: investigation result block h10: investigation result the returned cre fixed wire dilatation balloon was analyzed and a visual examination found the balloon was torn circumferentially. Only the balloon was returned with evidence of a mechanical cut. Microscopic examination confirmed the circumferential tear located approximately 40mm from the tip of the device. A photo was submitted by the customer and media analysis found it was possible to observe a balloon but no discernible failure. A functional inspection could not be performed due to the returned condition of the device. No other problems with the device were noted. With all the available information, boston scientific concludes the reported event of balloon burst could not be confirmed as the balloon was torn circumferentially and a functional analysis was not possible. The circumferential tear found on the balloon could have been interpreted by the customer as the reported event of balloon burst. It is possible that factors encountered during the procedure, such as the excess pressure, interaction with other devices, or anatomical factors could cause physical damage to the balloon. It is possible that interaction with any surface during the procedure could create friction on the balloon, causing it to tear circumferentially. Therefore, the most probable root cause is adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that a cre fixed wire dilatation balloon was used in the esophagus during an esophagogastroduodenoscopy (egd) with esophageal dilation procedure performed on an unknown date. During withdrawal, the balloon popped inside the patient at 18mm after a successful esophageal dilation. The procedure had already been completed with the original device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.